Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 89-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported the patient was on impella cp smart assist support and during the implant the patient had ventricular tachycardia (vt). The patient also experienced arrhythmia issues after their rotor procedure. The impella was repositioned, and the patient stabilized. It is unknown if the vt was related to the impella and it is unknown if the patient had prior arrhythmia issues. Additionally, the impella was removed early due to an esophageal injury during intubation unrelated to the impella. Reportable due to patient's vt and the early removal of the impella for an esophageal injury.

Manufacturer narrative:
The investigation for the ventricular tachycardia and vascular damage has been completed. Per clinical details, patient experienced arrhythmia issues during implant and impella was removed early due to an esophageal injury during intubation unrelated to the impella. No product was returned for investigation. Without additional clinical details, the root cause of the vt and vascular damage could not be determined.